Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva (ethylene vinyl acetate) bags leaked at the administration port. This was noticed after the device was filled with solutions before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. The lot was manufactured between march 17-18, 2024. H11: one (1) device was received for evaluation. A visual inspection was performed, and it was noted that the leak was not easily identified. Functional testing was performed, and a leak was immediately identified from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.